Event description:
A valiant captivia stent graft system was selected for the endovascular treatment of a 250 mm descending dissection. It was reported that a recent CT revealed a proximal type I endoleak that was filling the false lumen. The physician elected to implant 6 aptus endoanchors and used a reliant balloon and the proximal type I endoleak was resolved. Per the physician the exact cause of the proximal type I endoleak is unknown however it may be related to the patient¿s anatomy of proximal neck dilatation. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.